Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov. 17, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod advanced with viscoelastic residue observed throughout the cartridge. The cartridge tip and cartridge were observed to be damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. No further evaluation was performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) got stuck in the wound of the eye, was removed, and a new lens was inserted without incidence. There was patient contact but no serious injury. Through follow up it was learned that the lens was fully delivered and then removed and replaced in the same procedure. No additional surgical maneuvers outside your normal standard of practice were required to deliver and/or position the lens. No unplanned surgical interventions were required. No medication outside the standard of care was prescribed. There are no planned surgical interventions. The patient has fully recovered. It was reported that the instructions for use recommendations were followed regarding the preparation and use or the device. No further information was provided.

Manufacturer narrative:
Section a2: age and date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section d6a: if implanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.